Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the falsely elevated cardiac troponin I (tni) result. Hsc reviewed the information provided by the customer and the instrument data. No product non-conformance was identified with the assay or instrument. Quality control (qc) and calibration were within expectations indicating the reagent was performing as specified. The cause of the event is unknown. The customer is operational. The device is performing with specifications. No further evaluation is required.

Event description:
A discordant falsely elevated cardiac troponin I (tni) result was obtained on a patient sample on the dimension® exl¿ with lm integrated chemistry system. The discordant result was reported to the physician(s), who questioned the result. The same sample was reprocessed on the same instrument. The reprocessed result was lower than the discordant result, considered correct and reported. A new sample was obtained, processed on the same instrument and an alternate dimension; the results were lower than the discordant result, considered correct and reported. There are no known reports of patient intervention or adverse health consequences due to the discordant result.